Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify audio, vibrate anomaly due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
Customer reported via phone call that the insulin pump had a blank display and the insulin pump was not responding. Customer¿s blood glucose value was 1138 mg/dl. Customer stated that the contacts on the battery cap was neither missing nor damaged. Customer stated that the battery compartment was neither damaged nor corroded. Customer stated that the display was return after the insulin pump restart. The device will return for the analysis.